Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient underwent right hallux metatarsophalangeal joint cheilectomy and hydrogel implant arthroplasty and was implanted with a cartiva implant. He subsequently was revised due to alleged pain and subsidence.

Manufacturer narrative:
Please refer to h6 device & component code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent right hallux metatarsophalangeal joint cheilectomy and hydrogel implant arthroplasty and was implanted with a cartiva implant. He subsequently was revised due to alleged pain and subsidence.